Event description:
The scrub technician reported that a non-sterilized illuminator was used during surgery. A company representative was present during surgery and had passed the illuminator to the surgical staff. The package containing the device stated "not for human use" due to the lack of sterilization. However, no one noted this prior to usage. Additional information received from the scrub technician that after surgery, it was realized that the illuminator was not sterile. The staff pulled the remaining two illuminators from their stock. The surgeon stated on the first day post operative, the patient was fine and displayed no signs or symptoms of infection.

Manufacturer narrative:
No sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 04/03/2009.